Manufacturer narrative:
Unit received with all operating currents within spec passed the rewind, basic occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. However, unit alarmed motor error during occlusion test due to faulty force sensor resistor. Unable to perform occlusion test or delivery accuracy test due to motor error alarms. The motor was tested outside the device and passed. The drive support disk was inspected and no anomaly was noted. Unit received with cracked case at the display window corners and display window. Unit received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).   The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed motor error that caused the blood glucose to rise and led to hospitalization. The customer's blood glucose was 300 mg/dl and went up to 524 mg/dl at the time of the incident. Blood glucose rose to 533 due to diabetic ketoacidosis. Customer was wearing the device at the time of hospitalization. The customer was assisted with troubleshooting. Customer stated the drive support cap was loose. The insulin will be replaced. The customer will return the product for analysis.